Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught in the chordae, resulting in chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advance to the mitral valve. Imaging was difficult due to the rotated heart. Grasping was attempted at the central part of a2p2; torque was applied to achieve adequate leaflet insertion. After grasping several times, the clip was moved to the medial side however the leaflets were not grasped. The clip was inverted and the delivery catheter (dc) handle was pulled back however tension was felt and the clip did not move. It was confirmed the clip was stuck in the chordae. Troubleshooting was performed however was unsuccessful. The stabilizer was pulled back and the cds was able to be retracted to the left atrium (la). It was noted the mr had increased and the chordae was confirmed to be ruptured. The clip was implanted, reducing the mr to 1. A second clip was placed to treat the chordal rupture and further reduce the mr to >1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty removing the device due to interaction with the chordae appears to be related to a combination of patient morphology/pathology (rotated heart) and procedural conditions (visualization). The reported poor image resolution appears to be related to the challenging patient anatomy. The patient effect of tissue damage (mitral valve injury) was a result of procedural conditions of difficulty removing the device due to interaction with the chordae, as troubleshooting performed to free the clip from the chordae resulted in a chordal tear. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.